Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door 3 had hardware failed. A field service engineer (fse) explained how to access and recover the tower door. The tower door had failed, but no failed icon appeared; it only showed as failed when accessing the medications behind it. Later, the fse found no failed icons. The four-door tower was unlocked and the doors popped off, causing it to fail in the application. All four were recovered by the customer and tested fine. The fse greased the latches and tightened the crimps. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 failed. The customer attempted troubleshooting by restart the station and trying to recover the door; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.